Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#(B)(4).

Event description:
The reporter indicated that a 12.1mm vicmo12.1 implantable collamer lens of a -9.0 diopter was implanted and removed due to a lens tear/break during injection/delivery into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, a replacement lens was implanted and the problem was resolved. Cause of the event is unknown.